Event description:
It was reported that during unpacking of the sentinol 8mm x 42mm x 1350mm self-expanding nitinol biliary stent system, a stent dislodgement was noted. The stent was partially protruding out of the catheter. The device had no contact with the patient. The procedure was successfully completed with another of the same device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.